Event description:
This is a spontaneous report by a nurse from the USA of bacterial peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment with. During a call with baxter customer services, the reporting nurse stated that on (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. In (B)(6)2010, a peritoneal effluent culture was performed which was positive for klebsiella pneumoniae. The nurse was "not sure where contamination began." Treatment information was not provided. Pd therapy was ongoing at the time of the event. On an unreported date in 2010, the patient recovered from the event. On (B)(6)2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient recovered from the event. Concomitant medications were not reported. Per the nurse, the bacterial peritonitis with culture positive for klebsiella pneumoniae was not related to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.